Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface medial congruent (mc) left 12 mm height, item# 42512100812, lot# 63930990. Device evaluated by MFR: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately one-year post implantation due to loosening. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.